Manufacturer narrative:
Additional information: d9, h3, h4, h6(update codes), h11. H11: twenty one (21) unopened actual and companion devices were received for evaluation. Visual inspection of the returned samples showed embedded particulate matters on the outside the tubing, white connector, white spike port connector, white connector transparent cap, inside packaging near the blue cap of the spike port outside and near the tubing. The particles were further described as dark/white spots and dark/white/blue fibers. The reported condition was verified. The cause of the issue could not be determined; however, could be related to manufacturing or packaging process. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that nine (9) vented micro-volume inlets had particulate inside the packaging. This was observed during inspection. There was no patient involvement. No additional information is available.